Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis the unit was unable to be booted up to test. It displayed an error and all the printer leads were flashing, indicating an issue with the link electronic module. The unit was to be scrapped.

Event description:
It was reported that the programmer displayed an error message. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.